Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance from rv tip to rv ring. The lead was reprogrammed rv tip to rv coil, but subsequently, it alerted again for low impedance. Now, electrograms showed oversensing sensing integrity counter (sic) and noise when programmed rv tip to rv ring. The alert was programmed off. The lead was kept programmed rv tip to rv coil. The lead remains in use and a revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.